Event description:
Customer sent letter to president of ethicon in response to 20/20 newscast. Pt states in the letter that he had surgery in early 1994 to splint his broken arm. Pt states the incision became infected. Letter states that the doctors and nurses did not know at the time why the infection occurred. Pt states he required more than 40 injections of vancomycin to get rid of it.